Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with ventral hernia, small bowel obstruction, adhesion thereby underwent open repair with implant of sepramesh ip (device 1). Per operative notes, "an incision was made into the midline of abdomen. The hernia sac was dissected out. There were adherent tissues present. Small bowels were noted to be obstructive with the bowel. The obstruction and adhesions were dissected out. A sepramesh ip (device 1) was placed into the peritoneal cavity and secured it with sutures." On (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia, adhesion, pain, obstruction, thereby underwent open repair with implant of sepramesh ip (device 2) and explant of sepramesh ip (device 1). Per operative notes, "an incision was made into the lower midline of the abdomen. The hernia sac was dissected out. There were adhesions in the hernia sac. Small bowel was obstructive and dense adherent to the previously placed (device 1) mesh. Previously placed sepramesh ip (device 1) was excised entirely. A sepramesh ip (device 2) was placed into the abdominal wall and secured it with sutures." On (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia, adhesion, thereby underwent open repair with explant of sepramesh ip (device 2) and implant of bard flat mesh (device 3). Per operative notes, "an incision was made into the abdominal cavity through previous incision site. The previously placed sepramesh ip (device 2) was identified. This was well adherent on the right side of the abdomen, and the mesh had pulled away from the left side. Sepramesh ip (device 2) was removed entirely. A bard flat mesh (device 3) was placed into the abdominal wall and secured it with sutures." On (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia, adhesion, thereby underwent open repair with partially explant of bard flat mesh (device 3) and primary hernia repair. Per operative notes, "an incision was made into the abdominal cavity through previous incision site. There were some adhesions to the surface of the small bowel. All adhesions were taken down sharply. Previously placed bard flat mesh (device 3) was partially removed. Rest of the mesh was sutures and the defect was closed primarily."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the sepramesh ip (device 2). Additional supplemental emdrs were submitted to represent the sepramesh ip (device 1) and bard flat mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.